Event description:
It was reported that during follow-up, the physician noted vf episodes and inappropriate shocks on stored egms. The physician determined that the vf episodes were caused by af. Device was reprogrammed and patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.